Event description:
The hospital reported that the nosepiece of the invisigrip vein stripper broke off in the patient. An extra incision was made to remove the nose piece. The patient has recovered.

Manufacturer narrative:
The following incident was reported because an extra procedure was completed to remove the nosepiece that had detached from the vein stripper. The evaluation of the complaint device displayed the nosepiece blades were severely bent and there was dried up tissue tangled in between the blades. The evaluation displayed the device seemed to be used in a torturous vessel which may have had thrombus. This is an initial report. We have asked the physician for further information on the condition of the vessel and how the device was used. Without this information we are not able to make a conclusion at this time. We will send a follow-up report with further information.